Event description:
A physician was using a hawkone directional atherectomy device for the treatment of a calcified lesion in the mid popliteal artery. The artery had mild tortuosity and moderate calcification. The IFU was followed. A 6fr contralateral sheath was used and a 5mm spider in the pop. It was reported severe resistance was encountered during the initial advancement and the hawkone could not cross the lesion. 3mm chocolate was used to predilate and hawk was reintroduced. Tightness was felt going in the sheath but it moved past the valve and advances it to the lesion. It still could not cross lesion. The physician removes it out before coming through the valve to leave the sheath, the nosecone broke off at the hinge pin. It was in the sheath, but detached from the shaft. The spider was still in the pop. The physician pulled the spider into the tip of the sheath and pulled it up and over the bifurcation. The physician then clamped and cut the back end of the sheath off. A still glidewire was advanced through the tip of the sheath and maintained wire access and removed the tip of the sheath and spider basket. A new sheath was then advanced to complete the case. No injury or harm to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis a visual inspection showed that the tip appears to have detached distal to the anchor pockets not at the hinge pins as reported, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.